Event description:
Customer called to report ion-selective electrode (ise) failure and a modular chemistry (mc) leak from the unicel dxc 600 synchron system. Customer stated that the insert cups for calibration were overflowing when unloaded, and that the mc sample syringe barrel was loose and leaking. Customer tightened the syringe barrel, and called back after 15 minutes to report that the ise calibrations were performed without any further issues. A field service request was not generated as the cts verified acceptable instrument performance with customer. Customer has not called back to report any further instrument issues. Customer stated that no one was harmed by or exposed to the instrument leak, and that patient samples and results were not affected as no patient samples were run.

Manufacturer narrative:
(B)(4).